Event description:
These devices were sent in with a repair request stating that a small piece of the screw sleeve is broken. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: the product analysis for the trocar head (B)(4) found no issue highlighted. The instrument conforms to manufacturing specifications. It was returned with broken trocar sleeve. Product analysis for the screw sleeve (B)(4) found that the distal extremity of the sleeve is broken. The fragment has not been returned. The cause of the breakage cannot be determined as multiple origins are possible. However, the most probable cause is a shock with an instrument when exiting the trocar. (B)(4).